Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a repeated sensor warm up phase. The sensor was inserted into the arm on 02/04/2019. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.